Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Photos of the reported issue were provided for evaluation. A hair was observed twisted around the central tube of the bag. Based on the position of the hair, it was determined that this contamination occurred during the welding phase of the tubes between the sheets of the bag. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Retain samples were also visually inspected no abnormalities or non-conformances of this nature were observed. The manufacturing personnel that were involved in this phase of production were notified and re-trained. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive photos of the reported issue are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a human hair was found in a compounding bag. No patient involvement.